Event description:
Boston scientific crm received info that during an implant procedure, this pacemaker was successfully implanted. The field rep noted no issues during the implant procedure. Several hours post-implant the pt "coded". External shocks were not successful in converting the pt to a normal rhythm, and the pt died. A clinician stated there was no evidence of lead perforation, but mentioned the possibility of a hemothorax having occurred. The official cause of death is not known at this time.

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available, this report will be updated.